Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl due to a high dosage of steroids. The customer did not mention any form of treatment. The customer states that their sensor and transmitter do not work. The customer declined troubleshooting, but the customer was sent a new charger to see if it would resolve the issue. The device was not returned for analysis.